Event description:
It was reported that surgery time was extended between 30-60 minutes due to difficulty experienced while using the instruments.

Manufacturer narrative:
Review of the device history record shows no issues. The affected product was returned. The dimensional inspection was completed, and results are acceptable per quality standards. Results of investigation performed for this issue conclude the following root causes: unacceptable MRI scans from imaging center, unknown/unidentified surgical preferences, misalignment of the femur varus/valgus alignment (three degrees to valgus). The corrective actions for the identified root causes are as follows: the imaging center was re-qualified with phantom scans. New phantoms were tested and deemed acceptable on (B)(4) 2012. The surgeon's preferences were documented and submitted to the (B)(6) database. The investigating engineer reviewed the errors and acceptance criteria for alignment and alignment points with all drafters, designers, and case processing engineers. We feel these corrections/ corrective actions will prevent recurrence of this failure mode going forward.